Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited noise as short v-v intervals were noted. A fracture of the rv lead was confirmed. The rv lead was programmed off and remains in use. Additional intervention was deferred as the patient was traveling and wished to return home first. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s rv lead was explanted and replaced.